Event description:
It was reported that the right atrial (ra) lead was explanted for an unknown reason and returned for analysis. The lead was analysed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. If information is provided in the future, a supplemental report will be issued.